Event description:
It was reported that the 2800 sys is booting slowly and periodically displays (after booting) a workstation communication failure error. No pt was involved.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The svc rep replaced the cpu. Sys operates as intended.